Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no information on a possible date has been received yet.

Event description:
Hearing performance of the user is affected. No trauma or accident has been reported. Re-implantation is planned but no date has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance of the user is affected. No trauma or accident has been reported.